Event description:
A report was received that the source failed to return to the fully shielded position at the end of a pt treatment. The pt was immediately evacuated from the treatment room. Observations and measurements taken by the hospital confirmed that the source had retracted almost all the way back to the fully sheilded position but had not activated the "beam off" microswitch.